Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer had not tested their blood glucose level at the time of the event. Reportedly, customer will continue to use the pump for insulin therapy, and it was reported that the customer had insulin injections available for alternate insulin therapy if needed.